Manufacturer narrative:
Other device involved in this event: medical device: (B)(4) - battery. Device available for evaluation? Device was returned on 06/23/2017. Device evaluated by manufacturer? Yes. Device manufacture date: 08/31/2016. It was reported several lost of connections between the batteries and the controller. Two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log files do not cover the event date; however, log files available previous to the event date revealed that the controller, (B)(4), contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections between the controller and the batteries. (B)(4) were not involved in power switching events.  The most likely root cause of the reported lost of connections can be attributed to momentary disconnections between a controller and batteries; however, (B)(4) were not involved in these events. No failure detected; the batteries were not involved in momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other device involved in this event: bat222144 - battery / catalog number 1650de / expiration date: 08/31/2017. UDI #: unk. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. According to the instructions for use (IFU), when changing a battery, users are instructed to grasp the cable of the fully charged battery near the connector, leaving the connector free to rotate. They are then to line up the solid white arrow on the connector with the white dot on the controller. Users are to gently push the cable into the controller. They are further instructed not to twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. Users are to always confirm that the battery cables are properly locked on the controller by gently pulling the cable near the controller power connector. They are cautioned to not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Per the IFU, users are instructed to return any damaged components to heartware. Any observed damage to the component would be mitigated by the exchange of this component for another one. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced several incidents where they lost the connection between the battery and controller. The two batteries associated with the event were exchanged with no reported patient consequences. No further information was provided.